Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 63 mg/dl and carbohydrates were consumed to address the low bg level. Due to over-correcting with the carbohydrates, the bg level rose to 256 mg/dl. A bolus via the pump was delivered to address the high bg. The customer initially did not know the cause of the low bg. Tandem technical support reviewed the pump data and found that the customer had delivered a bolus when the bg level was 83 mg/dl. The customer confirmed that the bolus most likely impacted the bloodstream before the carbohydrates did which caused the bg to drop to the reported low. The bg level has since stabilized and the customer did not require further assistance.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) were not confirmed on (B)(6) 2017. User made one bolus request without entering current bg level. Basal rate was set to a constant value of 2.56 u/hr throughout the day. Complaint could not be confirmed on (B)(6) 2017. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Basal rate may need to be adjusted throughout the day to compensate for daily activities. There is no evidence of device malfunction.